Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. Device received with cracked battery tube threads, cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarms. Customer reported that the insulin pump had crack on case, also had unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.